Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. This alleged incident occurred in (B)(6). The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.

Event description:
Broken right front fork.